Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient was at the healthcare provider (hcp)'s office and the hcp thought that the pump was slowing down and "said something about the battery being depleted." The hcp said he was only supposed to get 5% of the baclofen back and he pulled out "like 25%." Based on this the hcp said the pump was running slower. It was confirmed that there were no audible alarms currently sounding and if the patient was having less baclofen delivered they would know because they would be having spasms. It was noted that this was not happening. It was further clarified that it felt like it was well managed and the patient was not having any symptoms. The refill appointment should have been (B)(6) 2019 instead of (B)(6) 2019 and that might be one reason why the hcp got more drug back. When the hcp showed the patient the controller it said the next refill would be (B)(6) 2019. The event date was (B)(6) 2019. No further complications were reported or anticipated.